Event description:
An adc customer reported an unspecified product issue with their fs lite meter stating "sometimes it was ok and sometimes it wasn't." Customer further reported that on (B) (6) 2010 while she was cooking, she sat down, "passed out" and lost consciousness. Paramedics were called and customer was transported to a local health care facility. Customer stated she was diagnosed with hypoglycemia and given food and medication (specific type and route of medication unknown). No additional information was provided. Attempts have been made to contact the customer to clarify the product issue, retrieve the meter serial number and confirm the medical treatment received. There was no report of death or permanent impairment associated with this complaint.

Manufacturer narrative:
(B) (4). The product has been requested back for investigation, and a supplemental report will be sent once investigation results are available.